Event description:
A surgeon reported three patients experiencing poor night vision following intraocular lens (iol) implant surgeries. This pt was implanted bilaterally; and also reported experiencing blurry distance vision. An unapproved viscoelastic was used during the implant surgery. In a follow-up, it was reported that the event continues. There are five medical device reports associated with this event. This report is for the second pt, left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter indicated use of an unapproved viscoelastic/delivery system combination. Additional information was requested on 01/04/2010 by email. A completed questionnaire was received on 01/13/2010. (B) (4). (B) (4). (B) (4).